Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4 (exp date), d9, d10, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon had fiber optic sensor failure on sensation plus 50 cc post insertion during use. No patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected filed: d4 expiry date.

Event description:
N/a